Event description:
It was reported that a patient presented in-clinic for an explant procedure. Prior examination of the patient's implantable cardiac monitor (icm) found that the icm had migrated and broken through the patient's skin. No complications or other patient issues were reported. The icm was explanted on (B)(6) 2021. The patient was stable throughout.

Manufacturer narrative:
Correction: h1: field should be marked as serious injury, not malfunction as in previous report.